Manufacturer narrative:
The actual device was not evaluated by fresenius personnel therefore the failure mode cannot be confirmed or replicated in field testing. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A dialysis nurse reported that after a hemodialysis treatment on (B)(6) 2015, a pt was later admitted to the hosp and expired on (B)(6) 2015 due to cardiac arrest. Medical records have been requested from the clinic but are no longer available. A treatment summary was provided and reviewed by post market clinical staff.

Manufacturer narrative:
Based on the 8 pages of medical records reviewed by post marker clinical staff, it appears that on (B)(6) 2015, this pt expired. The pt had one hemodialysis treatment on (B)(6) 2015 using fresenius products. He had recently been hospitalized for an unk reason. Medical records do not contain any progress notes, treatment/medication records, lab/diagnostic results or physician records for the hospitalization prior to (B)(6) 2015 for review. According to the dialysis registered nurse,m the pt was receiving hemodialysis on non-fresenius machines. He had come back to the dialysis clinic for one treatment. The pt tolerated the (B)(6) 2015 hemodialysis treatment without difficulty. According to the peritoneal dialysis registered nurse, the pt went to the hosp the next day and passed due to cardiac arrest while in the hosp. Medical records do not contain any progress notes, treatment/medication records, lab/diagnostic results or physician records for the hospitalization after (B)(6) 2015 for review. Medical records do not contain any autopsy report or death certificate. There was no documentation in the medical record that shows a causal relationship between the pt's hemodialysis treatment and the pt's death. A supplemental report will be submitted upon completion of the plant's investigation.